Event description:
It was reported that the patient underwent an initial shoulder arthroplasty. Subsequently, the patient was revised approximately 2 years post-implantation due to infection and loosening. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10: comp rvrs 25mm bsplt ha+adptr; pn: 010000589; ln: 65742935, comp primary stem 12mm mini; pn: 113632; ln: 65665074, comp rvs cntrl 6.5x35mm st/rst; pn: 115397; ln: 65888007, comp lk scr 3.5hex 4.75x35 st; pn: 180554; ln: 65940794, comp lk scr 3.5hex 4.75x30 st; pn: 180553; ln: 65905075, standard 36mm diameter bearing; pn: 110031424; ln: 65839350, unknown comprehensive humeral tray; pn: unk; ln: unk. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h3, h6. The following section was corrected: g3, h6. G3: in the initial MDR associated with this MFR number, it was initially reported that g3 was jun 18, 2025. However, this date should have reflected oct 1, 2025, as that is when the product ID was received. The reported event is not able to be confirmed with the provided information. No product returned, or pictures provided; visual and dimensional evaluations could not be made. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined for the loosening. In relation to the infection, the root cause of the reported event was determined to be unrelated to the implanted zimmer biomet devices. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.